Event description:
It was stated that the reservoir did not connect to the infusion set properly, causing a partial delivery of insulin. Nothing further was reported.

Manufacturer narrative:
The reservoir was received with a detached snap-cap at the reservoir head. The reservoir will leak.